Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 with blood glucose of 125 mg/dl and 440 mg/dl. Customer had symptom of vomiting, dizziness and feeling ill. Customer's emergency room visit was due to diabetic ketoacidosis. Customer was in the emergency room for 18 hours and was treated with IV fluids. Customer was wearing insulin pump at the time of emergency room visit. Customer reported that sensor malfunctioned indicating that blood glucose was normal while blood glucose continued to rise. Customer would be off of sensor for about a month.